Manufacturer narrative:
H3: product analysis: part#: nav4680003, lot#: em23k002 visual and optical inspection confirmed the tip of the interbody inserter has broken. Optical inspection revealed a fairly flat brittle fracture surface. It appears the tip broke due to overtightening/ torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure in a patient. It was reported that the navlock wouldn't slide on to the instrument so it was not able to be used. The trial was used and upon removing it was unable to be removed from the inserter. At the end of the case when the rep attempted to remove the trial from this inserter and the threaded tip of the instep broke off inside of the trial. There was no patient symptom reported. There were no further complications reported regarding the event.